Manufacturer narrative:
During the analysis, the lead properties were tested. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the insulation and the deformation of the shock coil are probably results of the explantation process. The returned data were analyzed. The shock delivery documented in episode 59 was solely triggered by intrinsic signals. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 48 months, sensing disturbances were reported. No deterioration of the patient's state of health was reported.